Event description:
It was reported that the line was placed in 2006 and used the same day with no problem reported. The patient visited the department eight days later where redness was noticed 4cm to the exit site. This was treated as an infection with antibiotics. A further inspection thirteen days later, revealed the area remained sore and red, and the treatment of antibiotics was continued. The patient did not report pain in the vicinity of the redness until a month later, when the line was connected to an IV infusion of n-saline and it was noted that a small leakage was present at the exit site. The line was removed and when the line was flushed through a leak was noted.

Manufacturer narrative:
The product has been returned to the manufacturer and is currently being evaluated. Results are expected soon.